Event description:
It was reported that the patient presented for an implant procedure. During an attempt to implant, it was noted that the right atrial lead was stuck and upon successfully removing the lead, it appeared bent. The lead was replaced. The patient was recovering.